Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure.   According to the complainant, during the procedure, a system fault error was noted when using bipolar or mono polar modes. It was reported that when testing prior to procedure, it would work fine, but when you actually placed it on tissue, the system fault error light would turn on when activating the device. When restarting the machine , it would reset and worked fine, but then it would fail every time it was placed on tissue. The nurse tried using the device on a piece of tissue after the procedure with the same results.   Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some stickers on the cover. The rest of the generator appeared to be in good condition. The cover needs to be replaced due to the scratches on it. Functional evaluation found that all the knobs and switches functioned properly. An electrical test was performed and was found within all test parameters. The complaint that the device had intermittent power output and displayed an error message could not be confirmed. The unit passed the endostat iii return evaluation procedure. All connections inside the unit were checked and wires were manipulated while the power was activated in both the bipolar and monopolar modes and no problems were found with the unit. The cover was replaced. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, a system fault error was noted when using bipolar or mono polar modes. It was reported that when testing prior to procedure, it would work fine, but when you actually placed it on tissue, the system fault error light would turn on when activating the device. When restarting the machine , it would reset and worked fine, but then it would fail every time it was placed on tissue. The nurse tried using the device on a piece of tissue after the procedure with the same results. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information: the device was used in the colon during a screening colonoscopy, biopsy, and polypectomy procedure performed on (B)(6) 2014. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fair.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.